Manufacturer narrative:
Evaluation, results: inherent risk of procedure (vessel trauma); patient's condition affected effectiveness of device (tortuosity with severe calcification); caused by another drug/device (balloon caused perforation to the vessel). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (tortuosity with severe calcification); another device caused failure (balloon caused perforation to the vessel).

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size was not reported. The vessel morphology was reported as severe tortuosity with severe calcification. It was reported that after the stent grafts were successfully implanted the physician wanted to balloon the iliac limb because he did not like how the angle was. It was reported that the physician ballooned half in the graft and half outside of the graft; when the iliac artery ruptured. (The physician knew that he was not following the IFU) a limb extension was successfully implanted to treat the iliac artery. No additional clinical sequelae were reported and the patient is fine. (B)(6).